Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). It was reported that the first day after they came home they "kept feeling tingling feeling and when they were sleeping it felt like it was too much", "shocking" them; the patient added they accessed the therapy and reduced everything until the tingling disappeared but wanted to make sure it's still working. The patient also mentioned they were assisted by a manufacturer representative (rep) who mentioned they were just facilitating and there's a different rep assigned and will get in touch with the the patient but the patient hasn't received any calls. The patient mentioned they're able to charge the devices and they still have 60% or 70%. Agent had the patient accessed the MyStim and the patient was able to connect they're in Therapy Group B at 1.4, it was at 1.8 before. Agent asked if the patient wanted to increase and the patient mentioned they can try but they wanted to know why it shocked them. Agent reviewed the healthcare provider (HCP) and manufacturer roles to the patient and redirected the patient to the HCP. Additional information was received from a manufacturer representative (rep). It was reported that there was no issue, the patient had turned their stimulation up higher than where it was set at originally and they felt it when they changed positions which is completely normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.